Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during reprogramming, the manufacturer representative ran an impedance check and found electrodes 10, 11, 12, 1 4, and 15 all greater than 10,000, 20,000, and 40,000 ohms. The manufacturer representative programmed around the electrodes. The patient noted that the environmental or external factors that may have led to or contributed to the issue include playing with her granddaughter who walks on her back, but she hasn't had any falls or any other issues. The high impedances were not resolved at the time of the report; however, the manufacturer representative was able to program around the out of regulation electrodes. It was noted that the health care provider was going to get a fluoroscopy of the implantable neurostimulator site in a month when the patient comes back for a follow-up. No surgical intervention occurred, and it was unknown if one was planned. There were no patient symptoms or complications reported. The patient¿s medical history includes a lot of different conditions including undiagnosed lyme's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient has the device shut off because she wants to have it removed and is pursuing a pain pump. The rep checked impedances to see if anything had changed since our last session with the good lead and it was normal ranges for impedances. The patient did not want any programming done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2018. It was reported that the patient stated her device is failing. The patient was working with the healthcare provider¿s office regarding replacement of the ins but it had not been scheduled. The patient stated she was told that 5 of her 16 leads are working since (B)(6) - (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were wanting their impedance testing report. The patient reiterated their previous report that one of their leads being completely non-functional and caused more nerve pain than it was treating them. They also stated that it was causing fecal and urinary incontinence over a year ago. The patient reported that impedance testing was done in 2018 and it showed most of the electrodes on one of the leads were ¿outside¿. The patient was redirected to follow-up with their healthcare provider (hcp) for their medical records and an email was sent to a manufacturer representative (rep). The event began over a year ago. The rep replied that the patient was supposed to send them their request and email address that they wanted the programming reports sent to. They indicated that they had just got them this wednesday. They later stated that they got the patient¿s request and would send the reports when they were off the road and back home. No further complications were reported/anticipated.